Event description:
Patient reported right side implant malposition. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on date 21dec2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.